Manufacturer narrative:
Per the tandem user guide, "the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate, and a continuous glucose monitor (cgm) error occurred. In addition, it was reported that the cartridge leaked after the customer filled the cartridge with insulin. Reportedly, the customer filled 400 units of insulin into the cartridge. There was no reported impact to customer's blood glucose level. Customer ended the report with tandem technical support and additional information on the reported issues was unable to be obtained.